Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. Currently, this pacemaker remains in service. No adverse patient effects were reported.